Manufacturer narrative:
Follow-up #1: date of submission 06/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2015 with the following findings: the pump history showed that the pump was manually suspended on 04/14/2015 at 19:56. At 20:14 a rewind was performed while in suspend; the pump was then manually resumed at 20:16. Another rewind step was then performed at 20:19; there were no load cartridge steps or prime steps made in between the 2 rewind steps; deliveries resumed at 20:41..#3. There were no motor rewind errors observed in black box or alarm history. The pump completed a full rewind to 206u with no errors. A load cartridge and prime steps were performed successfully. The pump was exercised for 24hs with no alarms. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no debris was observed on the lead screw. There was no moisture contamination found inside the pump. Unrelated to the original complaint, the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 355 mg/dl with symptoms of dehydration (dizzy, lightheaded) and blurred vision associated with a rewind issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the piston rod was not retracting and was rewinding to over 206 units. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a rewind issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.